Event description:
Patient had colon cancer stage3b with symptomatic fibroid uterus. Patient was brought to surgical suite for intended procedures. Event happened during the hysterectomy and bilateral salpingo-oophorectomy part of surgery. Vessel sealer had been used but suddenly stopped cutting. Device was changed for another one and procedure continued without any further incident. Manufacturer response for vessel sealer extend, vessel sealer extend (per site device handed to surgical coordinator in materials management. And the device was returned to the manufacturer.